Manufacturer narrative:
(E1) intial reporter city: (B)(6) returned product consisted of a nc emerge balloon catheter. There was blood in balloon and inflation lumen. There were numerous kinks throughout the catheter. The tip was damaged. Microscopic examination of the balloon revealed a hole over distal marker with bunched material. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed. The damage to the balloon is consistent with interaction with the lesion.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation before reaching the rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Intial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation before reaching the rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.